Event description:
It was reported that the a system check was performed due to low sensing measurements. Fluoroscopy found the lead had dislodged. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.